Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and the telemetry anomaly was lost during analysis. The cause could not be determined.

Event description:
It was reported that a patient presented to clinic for interrogation. Different programmers, inductive wands and rooms were tried but the interrogation was unsuccessful. It was noted that remote transmissions had been transmitted almost every day up to the failed interrogation day. Patient also noticed he had pocket stimulation. The device was explanted and replaced. Patient received no adverse event post-procedure.